Event description:
After removing defibrillator had a burned area approx. 3x3 cm was noted on pt's right lateral chest. Dr. Examined and stated second degree burn. The device was tested by bio-medical engineering and performed according to MFR specifications; returned to service. Surgery personnel stated there was liquid in the field and the sheets were wet.